Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating laser did not polish/bleach. The procedure was completed on the same day. The patient impact was not reported.

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Manufacturer performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure (stp) and found to meet manufacturer specifications. Based on the information available, the customer reported event cannot be confirmed. Per the service record (sr), the ar found the system to meet specifications per service test procedure (stp). Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that ophthalmic operating laser had a small problem with the standby button.